Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm. The pump was received with label damage, stained keypad overlay, cracked case (battery tube), cracked battery tube threads. Unit p-cap / test reservoir lock in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had crack on the battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.